Event description:
Per the original reporter in uf #: (B)(4), it was reported that, "during first set of cares, nurse noticed bleeding at the g-tube [gastric tube] site. The surrounding skin and tissue looked good, and the bleeding was coming from the actual site or hole. Nurse notified the provider, the provider put in an order for wound team and surgery to check it out. Upon further investigation, it was found that the g-tube was not inflated with any water. Upon replacing with a new g-tube via surgery, it was found that the previous tube had a hole in the balloon, resulting in the g-tube being able to move freely and irritate the walls of the site, causing the bleeding. New g-tube was placed with functioning balloon".

Manufacturer narrative:
This report is a response to medsun report # (B)(4) which was received by amt from the FDA on 04/08/2025. The occurrence was originally reported to amt on (B)(6) 2025 by the same initial reporter. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. Examination of the device was able to confirm the reported complaint that the balloon had failed. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint # (B)(4).